Event description:
While reporting having difficulty with lost sensors and differences between sensor and blood glucose levels, customer reported recently visiting the emergency room. Customer reported that he was unconscious at the time of the emergency room visit. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.